Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation), patient condition affected effectiveness of device (diffuse calcification), deformation problem (stent); evaluation, conclusions: device failure/lack of effectiveness related to patient condition (diffuse calcification), inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a diffusely calcified lesion in the lad. The device was inspected prior to use with no issues noted. The lesion was then pre-dilated with a 1.25 sprinter legend balloon. However, the eres device could not cross the lesion due to the severe calcification. The device was removed from the patient and noted to be deformed. The physician made no other attempt to treat the lesion. No patient complications are reported. Evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. Stylette was stuck in the inner lumen; residue was visible inside the distal tip and on the stylette. The distal tip was flared. The protective sheath was cut away to facilitate visual inspection of the balloon. The stent was slightly curved, this may have been due to a curve on the stylette. A number of struts on the 1st, 6th and 7th distal stent segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).